Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging difficulty breathing/short of breath and headaches. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received and section h should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging difficulty breathing/short of breath and headache an issue related to a bipap devices. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed an unknown contamination at the air inlet. Black specks in the bottom enclosure, unknown white dust-like contamination was on top of the blower motor and the blower motor seal, potential fluid deposit spots on the bottom of the blower motor and inside the blower motor, indicating potential water ingress. Potential fluid deposit spots on the bottom of the blower box, indicating potential water ingress. Power cycled and service required on screen. Manufacturer was unable to verified airflow with customer pca. Both sides of the blower box have foam that looks like it has moisture. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 15 error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was evidence of sound abatement foam degradation/breakdown and observed contamination and was not able to confirm the complaint or address the symptoms specified. Recall (z) number was corrected in this report. Device problem code grid, evaluation method code, evaluation results code, component code grid and conclusion code grid has been updated.